Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had balloon burst. There was no harm and injury reported.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: intrarat hospital company limited, initial reporter: patiphan dittchote a supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 type of investigation, investigation findings, investigation conclusions, h11. A getinge field service engineer fse evaluated the unit for the reported malfunction. The fse did not find any blood within the system. The unit could operate normally and was ready for use.